Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the 2.25 x 23 mm xience prime stent was successfully implanted in the predilated, de novo, 90% stenosis, mid left anterior descending coronary artery. On (B)(6) 2017, restenosis was noted in the stent. The patient was hospitalized and treated with a scoring balloon. The condition was improved on (B)(6) 2017. No additional information was provided.